Event description:
According to the info rec'd from the implanting physician, a pt was implanted with aris two yrs ago, and the pt mentioned that since the implantation, she has been afflicted with skin irritations and systemic eczema. The pt believes she is allergic to the prod and that aris could be the reason for her symptoms. Pt wants the physician to explant aris. It is unclear if explant has occurred. As reported by the physician, the physician believes the prod is not the reason for the skin irritation and symptoms.

Manufacturer narrative:
Vaginal erosion, extrusion, dehiscence and infection are known complications associated with the use of both synthetic and autologous/donor tissue pubo-vaginal slings for treatment of urinary incontinence; surgical technique variables and a history of previous or concurrent uro-gynecology surgical procedures can affect the rate of this occurrence. In addition, pre-existing co-morbidities that affect healing such as obesity, hypertension, immunosuppression, diabetes, recurrent vaginal or urinary tract infections, and post-menopausal vaginal mucosal changes can contribute to an increased incidence of these events. No further complaints for this lot number were recorded to date.